Event description:
A 64-year-old female with a history of acute myocardial infarction and cardiogenic shock (ami/cgs), whose pre support clinical condition was consistent with scai stage d cardiogenic shock, was transferred from outside facility with an impella cp in place via a right femoral artery peel away sheath. Upon arrival, the patient had absent bilateral lower extremity pulses, raising concern for right lower extremity (rle) ischemia. Based on the information available, the patient experienced loss of lower extremity pulses associated with right femoral arterial access while the impella cp was positioned through a peel away sheath. Angiography demonstrated arterial occlusion attributable to the sheath, and the ischemia resolved following device and sheath removal, indicating a likely access related ischemic event. A kink in the impella cp cannula near the outflow cage was observed upon explant; the relationship of the kink to reported motor current drop and elevated ldh is unknown at this time. Device evaluation is pending and root cause cannot yet be determined. The patient later expired while supported with the separate impella rp flex device; however, no direct causal relationship between the rp flex and the patient¿s death has been established based on the available information. The death is being conservatively reported to the impella rp flex because the device was in use at the time of death. However, the patient¿s underlying clinical condition¿ami with scai stage d cardiogenic shock¿represents a high-risk state with significant mortality independent of mechanical circulatory support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.